Manufacturer narrative:
Onsite investigation was preformed and the reported event was reproduced during the inspection. Replacement of the scu cable along with the in/out hub resolved the issue. No further issues were reported. Analysis of the returned cable and I/o hub could not confirm any failure as both passed all tests preformed and operated within specs. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they were receiving a localizer not connected error message in the software. They unplugged and replugged the camera cable and it was resolved for a short time and then it happened again. They pulled another navigation system in for the remainder of the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.